Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the battery charge indicator light is low, even when the battery is fully charged.